Manufacturer narrative:
Initial reporter's phone number extension: (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the cutter would not rotate due to damaged vanes and cylinder from lack of lubrication while running the motor. The assignable root cause was determined to be due to user error/abuse and possibly misuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the motor device does not run. It was not reported if the device was used in surgery, or if there was patient involvement. There were no delays in the surgical procedure as an identical spare device was available for use. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.